Event description:
Description of event: the patient had an atypical allergy reaction to an unknown ins in the past. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).